Manufacturer narrative:
No product returning for evaluation. Should new info become available, a supplemental report will be submitted.

Event description:
Received info regarding the luer lock disconnecting from the infusion set. The customer was able to screw the luer lock tight and resume insulin delivery. Customer's blood glucose level was not impacted.